Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient underwent a revision of the shell for unspecified reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: unknown liner, #item unknown, #lot unknown. Shell porous with multi holes 58 mm, #item 00620205820, #lot 62350992. Therapy date: (B)(6) 2026. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.